Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this chronic right ventricular (rv) defibrillation lead was undergoing an upgrade procedure to a bi-ventricular device. Upon opening of the pocket the suture sleeve on this chronic rv lead was unable to be located with visual inspection and/or fluoroscopy. It was thought that the suture sleeve was lost to the patient's vascular system at some point. The physician opted to leave the lead as is at this time. There was good contact with the tissue confirmed. No adverse patient effects were reported.